Manufacturer narrative:
No patient demographics provided. Repeats were performed on the same instrument. Service was dispatched. Field service engineer (fse) found bubbles in buffer solution lines and couldn't remove the bubbles after multiple primes. Fse replaced the buffer valve to resolve the issue.

Event description:
The customer reported the au5800 clinical chemistry analyzer had erroneous high ion selective electrode (ise) results in cell #2. The erroneous results were reported out of the lab. Corrected reports were sent. There was no change in patient treatment. Customer reported quality control (qc) on the day of the event was acceptable.